Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 412 mg/dl on their blood glucose meter at 9:00pm. The consumer administered 6 units of insulin based on that reading. Subsequently, the consumer experienced a hypoglycemic event which required medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test her test as instructed in our directions for use. Consumer education took place at the time of the call. The meter and test strips in question will be returned for evaluation.